Event description:
It was reported that during surgery the device was opened up and it was found that there was a bent comb. No harm or delay were reported but it was noted the patient was under anesthesia. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the unit was confirmed to have a bent comb. The comb and comb springs were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.